Event description:
Reportedly, a problem with head initialization was observed on (B)(6) 2015. It should be noted that this behavior was intermittent. The programmer was returned for analysis. Preliminary analysis confirmed a head hardware failure.

Event description:
Reportedly, a problem with head initialization was observed on (B)(6) 2015. It should be noted that this behavior was intermittent. The programmer was returned for analysis. Preliminary analysis confirmed a head hardware failure.